Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched to the customer site to address the issue on 18 nov 2024 and 19 nov 2024. The fse suspected worn bearings and ordered parts for a return visit. The fse returned and discovered the worn bearings on the wash wheel within the analytical unit. There was debris observed beneath the wheel in the wash unit causing the wheel the wobble and also causing intermittent splashing. The fse replaced multiple parts to resolve the issue; 8112a-o ring valve, b68873-spin grip set, 106801-washer nylon, and 100281-wheel bearing. The fse performed system alignments and verifications such as system check, and low level hstni 10-rep precision both with passing results. In conclusion, there is evidence to reasonably suggest that a hardware malfunction occurred in conjunction with this event. Due to multiple interventions performed, one hardware part cannot be determined as the sole contributor to this event. Replacing the o-ring valve, spin grip set, washer, and wash wheel bearing resolved the issue.

Event description:
On (B)(6) 2024 the customer report obtaining one, non-repeatable false high hstni (access high sensitivity troponin I, part number b52699, lot number 439553) results on their dxi 600 access immunoassay w/spot b analyzer (part number a71460, serial number (B)(6)). The results were questioned by the physician when lower results were obtained on an additional draw from the same patient. The following results were obtained: - sample 1, tested at 14:44 resulted at 3.4 ng/ml. - sample 2, tested at 16:59 resulted at 242.5 ng/ml. - sample 3, tested at 19:31 resulted at 3.5 ng/ml. All 3 samples were repeated and generated the following results: - sample 1, 20:08 resulted at 3.5 ng/ml. - sample 2, 20.08 resulted at 3.2 ng/ml. - sample 3, 20.07 resulted at 3.9 ng/ml. There was a report of change to patient treatment as a result of the output from the device. The patient was briefly administered a heparin drip after the elevated result was obtained. The treatment was stopped upon the additional sample result generating lower results. There was no further report of injury or illness to the patient attributable to the output from the device in this event. No other assay issues were reported in conjunction with this event. The customer performed hardware verification and system check failed multiple times (B)(6) 2024. The data from (B)(6) 2024 shows the system check failed due to high unwashed coefficient of variation (cv) at 2.8% (expected range 0.00-2.00%). Calibration passed on (B)(6) 2024 with reagent lot 439553 and calibrator lot 439284. Quality control (qc) material has been passing within the laboratory's established ranges. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior to the questioned results. A beckman coulter field service engineer (fse) was dispatched to the customer site on 18 nov 2024. No issues with sample integrity were reported by the customer.